Event description:
The hospital vad coordinator stated the patient had a vented electric (ve) lvad, with suspectedp mechanical wear. The pt was hospitalized in 2002 and placed on pneumatic actuation with a stroke volume limiter (svl) and drive console. The stroke volume limiter (svl) that was initially connected had a tubing disconnect at the diaphragm. A second svl was brought in to replace the damaged unit, and performed as expected. The patient was reimplanted in 2002, with a new ve lvad and is currently running electrically on the replacement device.